Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was oversensed resulting in pacing inhibition. This was observed via remote monitoring data. The issue could not be recreated but the physician decided to surgically abandon and replace the lead as the patient is pace therapy dependent. No additional adverse patient effects were reported.